Event description:
It was reported that patient experienced right ventricular far-field over-sensing resulting in asystole. Because this patient has a history of third degree atrio-ventricular block, the reported asystole resulted in a syncopal episode. The patient was subsequently seen in-clinic where maneuvers such as lying down exhibited the same far-field over-sensing. The physician elected to reprogram this device to a fixed sensitivity, rather than utilizing the automatic sensitivity feature to resolve the event. The device remains implanted and no additional adverse patient consequences were reported.

Event description:
It was reported that patient experienced right ventricular far-field over-sensing resulting in asystole. Because this patient has a history of third degree atrio-ventricular block, the reported asystole resulted in a syncopal episode. The patient was subsequently seen in-clinic where maneuvers such as lying down exhibited the same far-field over-sensing. The physician elected to reprogram this device to a fixed sensitivity, rather than utilizing the automatic sensitivity feature to resolve the event. The device remains implanted and no additional adverse patient consequences were reported.